Event description:
Im a healthy, (B)(6) female. I wore daily contact lenses about twice a week and for special occasions or vacations for about two years. I was never made aware of the dangers of using contacts in regards to water. The optometry clinic nor the contact package gave a warning about why contact lenses shouldn't be in contact with water. Because of contact lenses and tap water I got a viral infection in both eyes that also led to a fungal infection. It was as simple as washing my face while wearing contact lenses. I've had vision all my life and due to this severe infection causing major scarring, I went blind in the right eye in (B)(6) 2018 and then blind in the left eye by (B)(6) 2018. After the worst pain and fight of my life, and 3 cornea transplants (one in the right, two in the left) and just about a year of night mare experiences, I have most of my sight in both eyes again. I was blind in both eyes for 4 months, and the left was blind for about 9 months. All of this came from a viral and fungal infection brought on by contact lenses and local tap water. It was as simple as washing my face or showering after work while wearing contacts. I'd like to raise awareness for eye safety in regards to contact lenses and water use because nobody should have to go through what I did if they only knew the dangers I was never warned about. Too many people have no idea. Too many think it won't happen to them because we are canadian or american and have clean water, or they wear the daily use contacts, or have great hygiene practices. I'm living proof it can happen, and will happen to someone else regardless of all the because I was never warned. FDA safety report ID # (B)(4).